Event description:
Healthcare professional reported textured to smooth exchange. Healthcare professional reported rupture. This record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported textured to smooth exchange. Healthcare professional reported rupture. This record is for left side. Device has been explanted.

Event description:
Healthcare professional reported textured to smooth exchange. Healthcare professional reported rupture. This record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.